Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was received with battery cap and found evidence of physical damage on battery cap. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Pump communicated and calibrated properly with test guardian link transmitter and sensor. No lost sensor alarm noted during testing. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No alarms, alerts, anomalies were found in the history files and traces on or near event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked case (battery tube), battery cap contact missing (1 stake). Unable to confirm low bg anomaly during testing. Lost sensor alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported transmitter charge was 3 days only. The customer also reported a loss of communication issue between the insulin pump and transmitter for low blood glucose with the meter and the transmitter. Troubleshooting was performed, and the issue was resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.